Manufacturer narrative:
Updated: d9, h4, h6, h11. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause of the reported scope detection and e228 error-scope communication issues could not be determined, as the device was not returned to olympus for evaluation. It w further reported by the customer that the device is working properly and will not be returning. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center scope detection not working and error code e228 error-scope communication displayed. The issue occurred before an unspecified procedure. There were no reports of patient harm.